Manufacturer narrative:
H3: product analysis: evaluation couldn't able to perform due to detached distal bearing. However, it was also noted that the laser markings are fading and the tube internals are very stuck due to a oval/bent tube and bearings are worn. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It is reported that the device is getting hot. It was reported that there is no patient impact. Additional information was received stating that detached bearings were found during evaluation.